Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the devices logs revealed no failure, malfunction or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported death. The device passed both the homechoice rite (returned instrument test evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A review of the device service history revealed no issues that could have caused or contributed to the reported death. No device failure or malfunction was identified that could have caused or contributed to the patient passing away. The reported issue was not confirmed and a cause was not determined.

Event description:
It was reported that a homechoice peritoneal dialysis (pd) patient died. On an unreported date, the patient began treatment with dianeal low-calcium ambuflex (doses, frequencies, and lot numbers not reported), intraperitoneally, for pd. During a call with baxter technical services (bts), the caregiver (cg) requested assistance with the return of the homechoice machine (hc) due to the patient passing away. The hc unit was operational. Per the cg, the patient had finished therapy and was not connected to the hc at the time of death. The cg was not sure of the cause of death but thought it might have been cardiac arrest. The pd nurse (pdn) was contacted and stated the patient died at home but the cause is unknown, and further added the clinic would not receive the certificate of death. It was unknown whether pd therapy was ongoing until the time of death. Per the pdn, it was unknown whether patient was connected and performing pd at the actual moment of death. Additional information was requested but is not available.